Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that saline might have been drawn into the cardiosave intra-aortic balloon pump (iabp).

Manufacturer narrative:
Updated fields: b4, b5, d9, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. It was confirmed that saline was not mixed into the safety disk, pim, base, or helium gas route. An operational inspection was performed based on the inspection record sheet, and the results were good, so the device was returned to the hospital.

Event description:
It was reported during use that saline might have been drawn into the cardiosave intra-aortic balloon pump (iabp). There was no patient harm or injury was reported.